Manufacturer narrative:
Summary device evaluation: investigation found that a test mandrel was successfully introduced to the microcatheter hub and advanced through the returned headway 17 advanced with no resistance or foreign matter noted. The investigation of the returned device found kinked areas along the shaft of the catheter, but did not find any damage, defect, or anomaly that would have caused or contributed to the reported complaint. In addition, the device was found to be complete without any missing sections, distal tips, and marker bands. The original ancillary devices were not returned; therefore, interaction between the ancillary devices and headway 17 advanced could not be assessed.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for investigation and no medical imaging has been provided for analysis. If it is received at a later date, an investigation will be performed and a supplemental report will be submitted. The alleged product issue could not be confirmed.

Event description:
It was reported that after a coil embolization procedure, final imaging revealed foreign matter in the brain, the origin of which is unknown. It was also not known when the foreign material was introduced to the brain. The patient's condition was reported to be "no health damage."

Event description:
It was reported that after a coil embolization procedure, final imaging revealed foreign matter in the brain, the origin of which is unknown. It was also not known when the foreign material was introduced to the brain. The patient's condition was reported to be "no health damage."

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for investigation and no medical imaging has been provided for analysis. If it is received at a later date, an investigation will be performed and a supplemental report will be submitted. The alleged product issue could not be confirmed.